Manufacturer narrative:
.

Manufacturer narrative:
Unknown taper: the reporter of the event was asked to return the product for analysis, and to indicate implant and explant dates, patient information, and product serial number. To date, neither the device nor any further information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses possible outcomes of leaks/split at the connection of the port and band as follows: precautions: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. Care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: a patient with the lap-band system was reported to have a "split at connection of port/band." The patient's lap-band system was explanted.

Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. Brown particles were observed on the outer surface of the port housing. Yellow discoloration was observed on the outer surface of the port base. A port leak test was performed and leakage was observed from the port tubing and ss connector junction. A fill inspection test was performed and no blockage or resistance to flow was noted. Microscopic analysis noted wear/abrasion on the tubing and ss connector junction. A smooth opening was observed on the port tubing and ss connection junction. The band tubing was noted to have striations which is consistent with the surgical end cut to remove the device.